Manufacturer narrative:
Patient reports swelling after off-label bellafill injections in the tear troughs in 2014. She states that she has also had an hyaluronic acid filler (brand unknown) in the same area in (B)(6) 2024 after which lumps occurred along with the swelling. Patient indicates on (B)(6) 2025 that she is seeking surgical removal. It is unknown at this time if medical intervention is required to resolve the issue. Per the bellafill instructions for use: bellafill is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Several attempts to reach the patient's doctors to confirm medical intervention required without response at this time. B3: date of event - 08/26/2025: date patient indicated she was seeking removal of product. No confirmation that surgical intervention is required at this time. D9: device not available for evaluation. Bellafill syringes are single use devices that are typically discarded after use. Per bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." D10: concomitant medical producs & therapy dates: brand of the h.a. Filler is unknown. Patient provided estimated injection date of (B)(6) 2024, exact date is uknown. E1: the initial reporter was the patient. G3: date received - report indicating medical intervention is required received from the patient on (B)(6) 2025. Bellafill injector information: dr. (B)(6), (B)(6), phone: (B)(6), (B)(6). Treating physician informaiton: dr. (B)(6), (B)(6), phone: (B)(6), (B)(6).

Event description:
Patient reports swelling after off-label bellafill injections in the tear troughs in 2014. She states that she has also had an hyaluronic acid filler (brand unknown) in the same area in (B)(6) 2024 after which lumps occurred along with the swelling. Patient indicates on (B)(6) 2025 that she is seeking surgical removal. It is unknown at this time if medical intervention is required to resolve the issue.